Manufacturer narrative:
E1: initial reporter address: (B)(6). The device has been received and the evaluation is in progress. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the homechoice cassette leaked from an unspecified location. This occurred before use of the device for peritoneal dialysis therapy. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Additional information was added to h3, h6 & h11: h11: the device was received for evaluation. Visual inspection was performed and a crack on the welded cassette was observed. Under water pressure testing was performed and a leak was observed from the cracked location. The reported condition was verified. The potential cause for the crack is due to the cassette in contact with solvent like alcohol during sterilizing after the pouch is opened. The direction of use contains a warning to not let the set come into contact of bleach, hydrogen peroxide, alcohol or antiseptic containing alcohol to prevent such defect. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.